Manufacturer narrative:
H3: the power supply unit (psu) was returned to the manufacturer for analysis. The psu powered up on the test bench without the amber fault light on. A check of the event log did not reveal any adverse events. However, the psu failed an accuracy test (aak) at .50 mm with a passing threshold of .35 mm. This psu has not been previously returned for a failure. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). The system was serviced in the field the computer and the position sensor unit (psu) were replaced. The system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that there was no problem navigating for the first two to three hours of the procedure. It was noticed that after a while, only the active frame had recognition failure. All the passive instruments, such as probes, had a response. The position of the camera was changes, but the issue persisted. The procedure was continued without navigation. There was a delay of less than one hour and no impact to the patient. It was noted that this issue has occurred in the past. There was no improvement even though the reference was replaced and the sensor control unit (scu) was replaced. It was clarified that the frame was recognized at the beginning of use and lost recognition after two or three hours and stopped tracking.

Manufacturer narrative:
H3) analysis on the returned computer showed no failure being found. The computer was tested and no errors were observed. Continuation of d11) pn: 9735225 lot:2025840. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.